Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged on (B)(6) 2015 due to hemolysis. Additional information was requested; however, the hospital staff declined to provide any further information.

Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The (B)(4). The pump was returned to the manufacturer for evaluation. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to be in the early stages of laminated layering, which suggests that they were present while the pump was supporting the patient. Prior to disassembly of the pump, the thrombus rings were likely a single thrombus formation. Examination of the rotor revealed non-laminated depositions situated on and in between the blades of the rotor. Similar depositions were found in the outlet stator (proximal), situated in between the outlet bearing ball and the stator blades. The structure of these depositions and lack of laminated layers suggests that they did not form in these locations. Although their origins and duration that they were present in these areas could not be conclusively determined, the depositions resembled the thrombus rings found on the inlet bearings and potentially originated from there. The thrombus found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: patient had previous heartmate 2 placed in (B)(6) 2012( no consent to (B)(4)) hemolysis secondary to pump thrombosis.

Manufacturer narrative:
Approximate age of device: 2 years and 8 months. The pump was returned for analysis. The evaluation is not yet completed. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.